Event description:
It was reported that during a generator change out procedure of this patient existing pacemaker, while removing this right ventricular (rv) lead from the header of the device, the rv lead terminal pin was stuck and ultimately broke off. As a result, the rv lead was surgically abandoned and replaced as well. A new device and rv lad were successfully implanted. No additional adverse patient effects were reported.